Manufacturer narrative:
It was reported that during surgery, the physician was unable to place the tibial cut guide accurately. Procedure continues with the same device. The affected visionaire adaptive guide, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. The product met the specifications at the time of manufacture. Our investigation including an engineering review by our visionaire team noted that after evaluation, it was determined that portions of the tibia were undersegmented. These errors were in the block fit area and could have caused the fit issues described in the complaint. A relationship, if any, between the device and the reported incident is corroborated. Based on this investigation, the corrective action has been implemented. The alignment engineer along with the segmenter have taken steps to ensure that all surgeon preferences are met going forward. At this time we feel these actions will prevent recurrence of this failure. The root cause of this failure is determined as an incorrect segmentation. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during surgery, the physician was unable to place the tibial cut guide accurately. Procedure continue with the same device, physician placed block with alignment guide in where he believed it should be and made his cut.